Event description:
Our affiliate is reporting the following to us: during the use of the device in mode ablation, the electrode emitted a flare and so it stopped to work. The event has been documented and is available a photo. No patient adverse consequences have been reported. The procedure was carried out and finished by using a new electrode. It is possible that in this case for this failure mode some debris was deposited into the patient¿s joint space. Because of this we are filing a report to document the event.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Event description:
Our affiliate is reporting the following to us: during the use of the device in mode &apos;ablation&apos;, the electrode emitted a &apos;flare&apos; and so it stopped to work. The event has been documented and is available a photo. No patient adverse consequences have been reported. The procedure was carried out and finished by using a new electrode. It is possible that in this case for this failure mode some debris was deposited into the patient's joint space. Because of this we are filing a report to document the event. Also see associated MDR 1221934-2013-00374.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the active tip indicates signs of activation. There is evidence of melting at the proximal section of the manifold. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 2 similar complaints for this lot of devices that were released to distribution. A CAPA has been initiated to investigate and determine a root cause for this failure. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field

Event description:
Our affiliate is reporting the following to us: during the use of the device in mode "ablation", the electrode emitted a "flare" and so it stopped to work. The event has been documented and is available a photo. No patient adverse consequences have been reported. The procedure was carried out and finished by using a new electrode. It is possible that in this case for this failure mode some debris was deposited into the patient's joint space. Because of this we are filing a report to document the event. Also see associated MDR 1221934-2013-00374.